Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the cursor on the display screen. It was also confirmed that the handle was broken. It was also indicated that the power cord bay door was broken and the medial bay door was damaged. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen could not sense the stylus pen accurately and that the handle was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.